Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had failed calibration test and check IV set then replaced upper and lower pressure sensors and unable to calibrate pressure. Patient side occlusion is low not within spec's on asm. There was no patient involvement.